Event description:
Customer reported when the sensor pad is in use with the alarm and weight is lifted from the sensor pad, the alarm does not sound. Customer stated the alarm itself has sound when the sensor is unplugged. Customer reported the issue was found during set up but did not provide the date of event. No patient incident or injury reported.

Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).